Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable boot was separated from the camera head body. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the cord is separated from the head of the camera head. The issue occurred during reprocessing. There were no reports of patient harm.